Event description:
It was reported a patient was placed on a cardiohelp unit on (B)(6) 2014. Several hours into support, the cardiohelp unit stopped. It took 10-15 minutes for clinicians to push the correct sequence of controls to re-establish support. During this period, the patient received CPR. No one at the facility can describe exactly what conditions/alarm/intervention may have support was withdrawn eight days later. (B)(4). MFR ref #8010762-2014-01389.